Manufacturer narrative:
At this time, the patient has not been evaluated. The physician is attempting to reach the patient to schedule an in-clinic evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. No adverse patient effects were reported.